Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material from forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (state, province, or territory should be blank in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material was not removed because reprocessing was not conducted properly due to the cut on the forceps elevator wire. The instructions for use states the detection methods associated with the event in " evis exera tjf type 160vr operation manual chapter 3 preparation and inspection." And the prevention methods in "evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Olympus will continue to monitor field performance for this device.